Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 406 mg/dl. The customer reported insulin pump alarmed no delivery alert. Customer was reporting a past event and alarm did not occur during manual prime. Customer reported that event was resolved by changing complete set. The insulin pump will not be returned for analysis.